Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid right coronary artery (rca). A 20mm x 3.50mm nc quantum apex balloon catheter was selected for dilatation. When the device was loaded into the guide wire, it was noted that the guide wire was sticky. An attempt was made to remove the balloon off from wire to wipe the guide wire, but the shaft broke approximately 20cm from the hub. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.